Event description:
While performing bench service for the device, it was discovered by an authorized technician that the unit was experiencing an intermittent pads / paddles connection issue. There was no patient involvement.